Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reporting rupture of prosthesis. Physician has further confirmed rupture and capsular contracture (unknown baker grade). Device has been replaced with a non-allergan device. This relates to the right device.

Event description:
Healthcare professional reporting rupture of prosthesis. Physician has further confirmed rupture and capsular contracture (unknown baker grade). Device has been replaced with a non-allergan device. This relates to the right device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Capsular contracture confirmed as baker grade iii.